Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. (Relevant medical history was noted as: endometriosis, urinary retention post endometriosis surgery) it was reported that the patient started having post-implant pain the week prior that continued to worsen. They saw the doctor on (B)(6) "29" and an examination was done that was uneventful aside from normal post-op healing. The patient's symptoms got significantly worse that night and required a trip to the ER where they complained of pain at the incision site that radiated around their side, a grinding/popping noise by their sacrum, swollen and raised incision and shooting pain down their legs. An examination was done and the doctor opted to explant the device. A culture was done at the time of surgery and it was determined the patient had necrotizing fasciitis. They were admitted for antibiotic treatment and pain management for 2 days. Contributing factors to the reported event were unknown. It was reported the issue was resolved at the time of the report. Patient status was noted to be alive-no injury. They had been discharged from the hospital and they were in recovery with antibiotics and pain medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.